Event description:
Customer reported unexpected negative reactions on the galileo with the abid assay. Customer originally screened the patient sample using gel and it tested positive (3+). The sample was repeated using gel and anti-e was identified.

Manufacturer narrative:
Confirmed the presence of the e antigen on retention capture-r ready-ID, lot id088. Sample was not available to return for investigation testing. It is not posible to rule out the sample as a cause of the event.